Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01842 and manufacturer report # 3005099803-2013-01843 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator's were used for a variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced to the target area and the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service. Another device was set up on the scope and advanced to the target area and again; the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service and the case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-01842 and manufacturer report # 3005099803-2013-01843 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligator¿s were used for a variceal banding procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the device was advanced to the target area and the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service. Another device was set up on the scope and advanced to the target area and again; the physician rotated the handle for deployment however; the band failed to deploy. The device was removed from the patient and from service and the case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An visual evaluation of the ligator head found the ligator teeth undamaged and the suture broken. Four bands remained on the ligator head ; all four bands presented score marks/cuts. The trip wire was secured in the handle assembly slot and caught around the injection septum. Two score marks/cuts are parallel to the bands and on the opposite side head from the suture. A functional analysis revealed that the when the handle knob was rotated 180 degrees, an audible click could be heard. The root cause of the event could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.